Manufacturer narrative:
Reported event: an event regarding abnormal ion level, altr, and wear/metallosis involving a lfit v40 cocr head that was mated with a meridian stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: ¿a single ap view of what appears to be the right hip is supplied. No markings are present on the x-ray. It shows a well fixed cementless total hip replacement with what appears to be a trident cup with screws and a meridian stem. No significant polyethylene wear is noted. Conclusion of assessment: the patient underwent a right total hip arthroplasty that failed approximately 10 years after implantation due to metal ion elevation and pseudo tumor. I cannot confirm that the event occurred with certainty since I only have the report of the incident and an x-ray which is unmarked with no labels and I have no operation report to review. Regarding the possible root cause of this event, I cannot determine this with certainty. The occurrence of corrosive reactive changes around a modular neck and trunnion is well documented, as well as resulting high metal iron levels and pseudo tumor. The causes of this can be multi factorial including surgical technique." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: a review of the provided medical records by a clinical consultant was unable to confirm the abnormal ion level, altr, and wear/metallosis events due to insufficient information. However, lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions and pseudotumor. Intra-operatively, the following were noted: blackish gray fluid in the joint, excessive scar tissue, blackening on the trunnion and inside the femoral head. The head and a liner were revised. Rep confirmed there were no allegations against the revised liner. Rep also provided an x-ray and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions and pseudotumor. Intra-operatively, the following were noted: blackish gray fluid in the joint, excessive scar tissue, blackening on the trunnion and inside the femoral head. The head and a liner were revised. Rep confirmed there were no allegations against the revised liner. Rep also provided an x-ray and confirmed that no further information will be released by the hospital or surgeon.